Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have missing segments in the display. This humapen memoir burgundy was associated with product complaint (B)(4), lot unknown. The status of the humapen memoir burgundy was not provided. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device return was anticipated.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6)-2010, the humapen memoir burgundy was reported to have missing segments in the display. This humapen memoir burgundy was associated with lot unknown. The status of the humapen memoir burgundy was not provided. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device return was anticipated. Update (B)(4)-2010: upon internal review on (B)(4)-2010, the case was opened to correct the lot number to unknown in the narrative. Update (B)(4)-2010: additional information was received on (B)(4)-2010 from global product complaint database. Product complaint (B)(4) was cancelled in the quality control database. Updated the product tab for humapen memoir and updated the narrative with the change. Update (B)(4)-2010 upon review on (B)(4)-2010, it was determined that (B)(4) is a duplicate of this report; therefore, this report will be deleted from the database. All information from this report has been captured in (B)(4).

Manufacturer narrative:
This report does not included a final evaluation findings as it is a duplicate of MDR 1819470-2010-00080/(B)(4). No additional information is expected.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.